Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had overlapping voice prompts. As a result, the voice prompts may have been distorted and a lay user would not receive appropriate audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The continuous rebooting caused the voice prompts to keep restarting, which is likely the cause of the voice prompts overlapping that the customer observed .an analysis of the device log showed that the device went to not ready status during software update and started continuously rebooting. The technician cleared certificates in the device, which resolved the rebooting issue. This was caused by the operator interrupting the software update by opening the lid.

Event description:
A customer contacted stryker to report that their device had overlapping voice prompts. As a result, the voice prompts may have been distorted and a lay user would not receive appropriate audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.